Manufacturer narrative:
(B)(4). The customer reported that the power cord measured a high ground resistance. There was no reported patient involvement. Philips evaluated the device and found that the ac power cord was the cause of the high resistance measurement. The ac power cord was replaced to resolve the failure.

Event description:
The customer reported that the power cord measured a high ground resistance. There was no reported patient involvement.